Event description:
It was reported that the health care professional (hcp) was concerned that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two shocks for this patient own atrial arrhythmia. Technical services (ts) discussed this ICD is not designed to track atrial activity and confirmed the measurements were within normal range and the device is operating as intended. No adverse patient effects were reported. This ICD remains in service.